Event description:
The event is documented as: patient was intubated with a hudson sheridan tube, 5.0, which was initially ok. The cuff was blocked, but became leaky - approximately 10 minutes after it was placed in the patient. When the tube was extubated the missing tip was noticed. Missing part was visible, via laryngoscopy, but could not be retrieved, because no adequate forceps were available. Another tube was intubated and patient was transferred to (B)(6). During transport unilateral ventilation was observed. After a suction, ventilation was ok again. At the (B)(6), a tracheo-bronchoscopy was performed to retrieve the missing tip. No foreign body was found in patient's airway. Patient is ok. Planned surgical procedure: laser tonsillectomy.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.